Event description:
The report stated that the ligasure xtd handpiece did not seal tissue properly during a hysterectomy. The ligasure vessel sealing system was set to maximum power. The surgeon used another ligasure xtd handpiece to complete the surgery.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.